Event description:
The customer reported via phone call that the insulin pump alarmed no delivery, followed by motor error. The customer's blood glucose was 167 mg/dl. The customer declined troubleshooting for the no delivery alarm because the insulin pump was already being replaced due to a crack in the insulin pump. The customer was advised to call if the issue persisted in the further and to try other insertion sites.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.